Event description:
It was reported that the high voltage lead impedance had decreased. The patient chose to have the ICD turned off and to not explant the lead.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
Na